Event description:
As reported by the field clinical specialist (fcs), approximately 8 years and 1-month post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was noted to be failing due to unknown reasons. The patient has been referred for further evaluation. It's currently unknown whether a valve in valve or explant will be completed.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 years and 1-month post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was noted to be failing due to degeneration. According to the medical records, the patient reported having progressive shortness of breath that started approximately 6-12 months ago. The current echo showed lefef 60%, mg 42mmhg, ava 0.85cm^2 and no aortic insufficiency, as well as a well-seated prosthetic valve with severely increased gradients due to thickened leaflets. The echo also showed obstructive coronary artery disease of the distal left anterior descending, distal left circumflex artery, and mid right coronary artery. The plan is to repeat a left heart catheterization with percutaneous coronary intervention to the right coronary artery and to measure simultaneous gradients to ensure the valve has severe stenosis. If confirmed, the plan is to proceed with a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for medical records being received as well as the completion of the investigation. The following sections have been added: b5, b7, g3, g6, h2, h6, h11. A supplemental MDR is being submitted for medical records being received as well as the completion of the investigation. The following sections have been added: b5, b7, g3, g6, h2, h6, h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors including hypertension, hyperlipidemia, diabetes, peripheral artery disease, and coronary artery disease could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 8 years, 5 months, and 11 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was noted to be failing due to degeneration. An explant was completed successfully. According to the medical records, the patient reported having progressive shortness of breath that started approximately 6-12 months ago. Current echo showed lefef 60%, mg 42mmhg, ava 0.85cm^2 and no aortic insufficiency. The echo also showed obstructive coronary artery disease of the distal left anterior descending, distal left circumflex artery, and mid right coronary artery. The plan is to repeat a left heart catheterization with percutaneous coronary intervention to the right coronary artery and to measure simultaneous gradients to ensure severe prosthetic valve stenosis. If confirmed, the plan is to proceed with a valve in valve aortic valve replacement. The cardiac echo approximately 3 months ago showed ef 60%, well-seated prosthetic valve with severely increased gradients due to thickened leaflets and compared to previous exam a year prior to that one that showed severe aortic prosthetic stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted for notification that the explant was completed successfully. The following sections have been added: b4, b5, e1, g3, g6, h2, h6, h11. The previously submitted investigation remains unchanged.